Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse confirmed that the integrated electrosurgical erbe unit was unable to power on. The fse replaced the erbe outside of the operating room and had to wait until surgery was done in order to test it. Once possible, system was tested with the new generator and no further issue was observed. Fse verified that system is ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the iesu erbe was non-functional and the customer used a third party energy unit after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the customer called an isi technical support engineer (tse) and reported that the erbe generator shut off mid procedure. Caller stated that they verified the power cord was seated properly at the back of the erbe and tried another known good outlet, but issue remained. Tse viewed system event logs and found error 25913 (m-1c) indicating max activation time exceeded. Caller stated that they were using cautery heavily when the erbe shut off. Tse asked caller if they had another validated generator; caller stated that they only had a force fx generator. Tse advised caller that the force fx is not validated with the system. Tse asked caller if force fx foot pedals can be configured with the system incase energy activation is required. Use of the erbe was discontinued. The procedure was completed the procedure with no reported injury.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.